Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an inoperative open button on channel b. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of a colleague infusion pump with an inoperative open button on channel b was confirmed during product evaluation. This condition was caused by the fluid intrusion. The channel b keypad was replaced to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4). This involved a colleague p1.5 infusion pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4).per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.